Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse of cloudy effluent, abdominal pain and fever in a home patient (hp). On an unreported date, the hp experienced a break in aseptic technique described as did not follow aseptic measures including the use of mask and proper disinfection. On (B)(6) 2012, the hp experienced abdominal pain, cloudy effluent and a fever. This same day, the hp was hospitalized. The hp was treated with vancomycin ip (2g every 5 days), ceftazidime ip (1g daily) and fluconazole orally (50mg daily). On (B)(6) 2012, the physician changed the ceftazidime dose to ip (2g daily). On an unreported date, while the hp was hospitalized retraining of aseptic technique was provided. The hp was discharged from the hospital on (B)(6) 2012. The hp was recovering from this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.